Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. In conclusion, the clinical event of a transient ischemic event occurred following the procedure and cannot be assessed through the returned data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: sheath; product ID: non-medtronic unknown, product type: coronary sinus catheter; product ID: non-medtronic unknown, product type: transeptal needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that during retrospective case review, a temperature spike to 80 degree fahrenheit was observed during a radio frequency lesion and ablation was occurring in the left atrium during the adverse event. It was also reported that the symptoms did resolve and the patient was discharged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed cardiac ablation procedure, the patient experienced blurred vision upon waking from anesthesia and demonstrated stroke symptoms. Magnetic resonance imaging (MRI) revealed cerebral lesions, and a neurologic complication was identified. The patient required an extended hospitalization, remaining in the hospital for three days after the event. No further patient complications have been reported as a result of this event.